Manufacturer narrative:
Evaluation of the returned smart coil confirmed a pusher assembly kink. Further evaluation revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink. During functional testing, the smart coil was advanced through its introducer sheath with initial resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock, and additional resistance due to the pusher assembly kink. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, a smart coil would not advance at all past its initial position within its introducer sheath. The physician made multiple attempts to advance the smart coil; however, it was unsuccessful. Consequently, the physician bent the pusher assembly of the smart coil; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.